Event description:
It was reported that a revision case on creo mis screws occurred due to one of the screws becoming loose.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.